Event description:
It was reported that during a procedure two 6f launcher guide catheters were attempted to be used. The first guide catheter (la6ebu35) kinked near tip of catheter, in the secondary curve area while in the patient and was bent further. The device was difficult to remove from the patient. In the attempts to retrieve and remove the kinked/bent catheter from the patient, damage to the brachial artery occurred where a hematoma was noted. The lesion being treated was mildly tortuous and non- calcified. When the second guide catheter (la6jl35) was removed from the packaging a kink was noted near the tip of the device in the secondary curve. The first device was inspected with no issues noted. The second device was inspected with issues noted. Both devices were removed from packaging and prepped as per the IFU with no issues noted. Resistance was not noted when advancing the first device and the device was not excessively torqued. Excessive force was not used during insertion/delivery of the first device. The second device was not used in the patient. No further patient complications have been reported as a result of this event and the patient was noted to be good on discharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.